Event description:
Device interrogation at office visit revealed that the normal mode output current was set to 0ma instead of to prescribed parameter. Review of manufacturing records for the pulse generator revealed no anomalies that would adversely affect device performance. User error during previous programming session is suspected.

Event description:
Review of the manufacturer¿s in-house programming data provided settings from the time of the reported event. On (B)(6) 2004, the normal mode output current was programmed on, however interrogation of the device on (B)(4) 2005 discovered that the output settings for normal mode and magnet mode had been programmed to zero, suggesting a faulted systems diagnostics test had caused an unintended change in parameters. Additional relevant information has not been received to-date.